Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer did the self test successfully. It was unknown if customer was using auto mode. Customer was not using sensor. The insulin pump will not be returned for analysis.